Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "defib disable" message upon power up of the device. In addition, a "pacer fault 117", and then a "pacer disable" message was displayed on the device screen. The complainant indicated that there was no pt involvement in the reported malfunction.